Event description:
According to the available information, after surgery, the patient went back to ward and the catheter was broken. The catheter was replaced.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.